Event description:
Since the recall of by phillips respironics of their dreamstation machine and no further information from them, I've been concerned about finding a black almost like melted plastic film on my humidifier seal. It didn't seem like mold and I replaced the seal but now wonder if I could have inhaled that black junk for awhile without knowing it. I never used an ozone cleaner. Is this the type of problem that caused the recall? How concerned should I be and I'd really like to know when the company knew about the issues. FDA safety report ID # (B)(4).